Event description:
The customer's son called to report that his father passed away. The customer's last blood glucose value was unable to be determined because his insulin pump was being contained at a holding facility. The customer's son said that before his father passed he had been having some trouble with his sugars and had complained about stomach pain. The customer's son said that his father was wearing his insulin pump when he died. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.